Event description:
Patient was a (B)(6) male with left middle cerebral artery (l-mca) m2 occlusion. One pass was made with a merci retriever v 2.0 firm retriever for the occlusion. Patient had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. A post-operative CT scan revealed dissection and leakage of contrast media at the distal portion of l-mca. No medical intervention was performed because per physician, higher risk was expected with additional treatment as revascularization had already been achieved. A 28.8 mg of tissue plasminogen activator (t-pa) was intravenously administered to the patient during the procedure. Physician believes that the retrieval procedure may have caused the dissection as this was confirmed at a CT scan immediately after the procedure. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the malfunctioning records for the merci retriever v 2.0 firm device could not be reviewed.